Event description:
It was reported via repair work order that the power load was getting stuck during transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.